Manufacturer narrative:
A gehc service representative performed a checkout of the equipment and confirmed the reported complaint. The flow sensors were replaced, and the unit was returned to service.

Event description:
The hospital reported the unit alarmed and was delivering more positive end expiratory pressure than requested during a case. The unit was replaced. There was no report of patient injury.